Manufacturer narrative:
January 27, 2015 - follow up: customer was reported as "doing good" and no further issues had occurred. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was impacted. The customer changed out the cartridge and infusion set.